Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised following a hip arthroplasty due to pain, symptoms of metallosis, elevated metal ion levels, inflammation, corrosion, pseudo tumors, and metal debris.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.